Manufacturer narrative:
Reporter is a j&j employee. Investigation summary. Visual inspection: the cercl-passer dia 46 min-invasive (p/n: 03.221.010, lot #: 1643613) was returned and received at us cq. Upon visual inspection, it was observed that the laser weld to hold between the axle button and handle was broken dur to which the device felled apart. The distal tip of the left handle with tube was observed to be deformed. The etch on the device started to fade but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: a functional test was not performed as the device was fell apart and cannot be hold together because of the broken weld. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Cerclage guide instrument r23 mm. Complaint confirmed? Yes, the tip of the device received was deformed. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the cercl-passer dia 46 min-invasive (p/n: 03.221.010, lot #: 1643613). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 03.221.010, lot number: 1643613, manufacturing site: (B)(4), release to warehouse date: april 25, 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the cerclage passer did not contact correctly. The procedure was successfully completed using a conventional one-way passer. There was a surgical delay of ten (10) minutes. There is no further information available. Unknown cerclage cable (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) cerclage passer, dividable forceps, small. This is report 1 of 1 for (B)(4).